Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy due to decreased r wave and t-wave oversensing. The ICD functionality was tested and found normal. The lead was replaced. The ICD was reused.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.